Event description:
It has been reported to co that during the procedure the physician attempted to advance the catheter through this device but was unable to do so. Reportedly a portion of the sleeve material occluded the opening. The deivce was removed and replaced however the procedure was unable to be completed. The pt is reported as fine and the device is being returned for co's evaluation.